Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor cannula intact with no broken or missing parts.

Event description:
Customer reported he was trying to insert the sensor and the sensor needle housing part broke. Customer's blood glucose was 157 mg/dl. Customer just wanted a replacement. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.